Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator' s error log displayed loss of air, high fraction of inspired oxygen (fio2), and rotor lock. The air compressor needed to be replaced. There was no patient involvement.